Manufacturer narrative:
Updated and corrected data: a1. Pt. Identifier b2. Outcome attributed to adverse event b5. Additional information was received that prior to the explant of the valve, the patient was hospitalized and medication was administered. G1. Manufacturer info h6. Imf and img codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous regulatory rep #: 2025587-2021-02407 submitted with the incorrect date MFR rec of 2021-07-29. The date of the report should have been 2022-07-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: procedural images submitted for review confirmed the presence of severe aortic stenosis; however, no procedural images were received to show the valve load inspection or to confirm the presence of thrombus. Without the return of the product and limited procedural images, a conclusive root cause could not be determined for this event. An increase in high gradients over time is typically related to patient factors (i.e. Thrombus formation, calcification, patient pressures, and/or anatomical left ventricular outflow tract obstruction, etc.). Several factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. The presence and rate of thrombus formation is largely dependent on patient condition. It is known that thrombus formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which may have occurred in this event. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (i.e. Calcification), thrombosis, and/or non -structural dysfunction (i.e. Pannus, obstruction, etc.). Stenosis, thrombus, and gradients are known potential adverse effects per the device instructions for use. Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve I tself. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve, that had been implanted valve-in-valve, a transthoracic echocardiogram (tte) showed severe aortic stenosis; the bioprosthetic aortic valve area had decreased from 1.8cm^2 to 0.87cm^2. The peak and mean gradients had increased from 29/14mm hg to 82/48mm hg. Transesophageal echocardiogram identified thrombosis on the non-coronary cusp of the valve. Medication was prescribed. The patient remained asymptomatic. A follow-up tte was performed approximately two months later which noted the aortic stenosis remained with an affective valve area of 1.1cm2 with a peak gradient of 77mm hg and a mean gradient of 41mm hg. The patient remained asymptomatic and no treatment was reported. Four years, seven months, and nine days following the valve implant, the valve was surgically explanted and a successful valve replacement occurred. No additional adverse patient effects were reported.